Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative inspected the imaging system on-site and confirmed that the image acquisition system (ias) would not boot or communicate with the system computer. The umbilical cable was replaced between the mobile view station (mvs) and ias. The representative attempted to connect the ias via remote desktop and was unsuccessful. The ias software was reinstalled and the system rebooted. The issue was resolved. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. The site returned 3 unused parts, that were not related to the reported event. The suspect cable has not been returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that while in a spinal fusion case, the ias was unable to boot up. The bars on the initialization screen was not loading and the mobile view station (mvs) connection showed a red x. The system was rebooted multiple times without resolution. It was reported that the when trying to log into the remote desktop, an error message was received. The use of the imaging system was aborted. There was no reported delay to procedure and no impact on patient outcome.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. The suspect interface (umbilical) cable has been received by the manufacturer for evaluation. However, results are not available at this time.

Manufacturer narrative:
The analysis on the suspect interface (umbilical) cable was completed by medtronic personnel. The interface (umbilical) cable was found to have intermittent connectivity when manually manipulated by the user. It was noted that the cable passed continuity testing and initial visual inspection.